Manufacturer narrative:
See attached for supplier evaluation.

Event description:
On (B)(6) 2023 it was reported by a sales representative via sems that an ar-6480 turned off and then reboot. This occurred during a procedure with no harm to the patient.